Manufacturer narrative:
On august 26, 2025, mentor was notified that magnetic resonance imaging was conducted and indicated that no ruptures were found. However, a new diagnosis of right breast baker grade iii capsular contracture was provided. As such, rupture code is no longer applicable to this file. Since the impacted side (right) was provided, the suspect medical device information was updated to the right-sided device. Lot: 7601881. Serial: (B)(6). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed for lots 7505371 and 7601881, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. D4: full UDI currently unavailable since the exact lot of the suspected device cannot be determined with the available information. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a primary breast augmentation surgery with implantation of a 355cc mentor memorygel xtra breast implant prosthesis. Post-operatively, the patient was diagnosed with a possibly ruptured breast implant of an undisclosed side using ultrasound imaging. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. As the affected side was not provided, the serial numbers for both products are being provided as left implant - lot number: 7505371 / serial number: (B)(6) and right implant - lot number: 7601881 / serial number: (B)(6). The catalog number is the same for both devices. Several follow-ups have been conducted, and no additional information has been received. If more information becomes available, mentor will submit a supplemental report accordingly.